Event description:
It was reported by the patient that they underwent a procedure to remove a lipoma from the upper-left quadrant of the abdomen on (B)(6) 2025 and suture was used both internally and externally in the incision. Five days after surgery, the incision became red and developed blisters around it. The reaction then spread over the abdomen. The patient was taken to the emergency department and was given steroids, benadryl and pepcid for symptom management. Two days later, the reaction became systemic, affecting the face, neck, and chest and causing an intense burning sensation from the inside out. Since the reaction began on (B)(6) 2025, the patient has needed to take these medications every four hours. The patient has been in constant contact with the surgeon, who acknowledged a suture reaction but did not provide a solution. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you know the product code or lot number of the vicryl suture that was used? Have you seen a physician or surgeon recently about this issue? If yes, what did they say about your condition? Please provide an update on your condition. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, if we would like to request more clinical information to be used for a product quality complaint investigation?